Event description:
1 year and 5 months after primary the patient came in reporting instability and the cause of the instability is unknown. The surgeon resurfaced the patient's natural patella and revised the insert height (from 14mm to 17mm). The surgery was completed successfully.

Manufacturer narrative:
On 06-may-2021 we received new information about this case.

Manufacturer narrative:
Batch review performed on 22 march 2021: lot 188114: 30 items manufactured and released on 29-nov-2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, 26 items of the same lot have been already sold without any similar reported event.

Event description:
1 year and 5 months after primary the patient came in reporting instability and the cause of the instability is unknown. The surgeon plans on revising the insert to give the patient more stability. A revision surgery has not been scheduled at this time. More details to follow once information becomes available.